Event description:
Related manufacturer reference numbers: 1627487-2022-00319, 1627487-2022-00320, 1627487-2022-00321. It was reported that the patient underwent surgical intervention wherein both cervical and thoracic scs system were explanted on an unknown date. The physician stated the systems were explanted due to malfunction. No additional information is available. It is unknown which system contributed to the issue, therefore all products are being reported.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Additional information received from analysis of the returned ipg by the product performance engineering (ppe) group found that the battery had depleted due to being in the sevice application state.

Manufacturer narrative:
The ipg was received with a depleted battery. The can was cut open and an external battery was attached to allow functional testing. Per uep diagnostic tool, the last time the device was communicated with was (B)(6) 2020. Per uep, the device had entered the service app. An ipg that enters the service application state can cause a higher battery capacity consumption resulting in a depleted battery. Attempts to restore the device to the therapy application were unsuccessful due to crc failure. Due to the state of the device, no functional testing could be performed, and the generator logs could not be retrieved. According to the daily battery time stamp log the last battery voltage reading time stamp was on (B)(6) 2021, indicating the device entered the service app state at this time, which was the day the ipg was explanted. The root cause of the reported event could not be determined.